Manufacturer narrative:
Investigational summary: customer did not provide lot number but reported have success after cooling sample for 15 minutes. Customer reported sending data, however, ts did not receive any files. No investigation required.

Event description:
False positive: report of false positive results on solana sars when compared to biofire.